Event description:
It was reported that on (B)(6) 2008, the patient underwent a xience v stenting procedure in the distal right coronary artery (rca) with one 2.5 x 15 mm stent. On (B)(6) 2012, the patient was hospitalized and underwent percutaneous coronary revascularization for a (B)(6) study and restenosis in the index lesion. The patient's condition resolved and the patient was discharged from the hospital one day after the procedure. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of ischemia and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.